Manufacturer narrative:
Concomitant products: product ID 37752, serial # (B)(4), implanted: (B)(6) 2006, product type recharger; product ID 3708360, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 37742, serial # (B)(4), implanted: (B)(6) 2006, product type programmer, patient; product ID 3708360, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3998, lot # j0546331v, implanted: (B)(6) 2006, product type lead. (B)(4).

Event description:
It was reported that the patient saw the estimated recharge interval (eri) message and the end of service (eos) message on the programmer and recharger. The patient experienced a loss of therapeutic effect. This started after the patient had a sonogram performed on his kidneys. The patient was taking some pain medication because the hip, back and nerve were throbbing. Within 2 weeks, the patient had gradually become bedridden. This was how much the patient depended on the spinal cord stimulation. The patient noted that the hot tub relieves some of the pain. The patient noted that he turned off the implantable neurostimulator (ins) where ever there were magnets and got rid of his welder. Interventions and patient outcome were not provided. Follow up was requested. If additional information is received, a supplemental report will be sent.